Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an inappropriate atrial tachy response (atr) episode where far field over sensing was observed. Also, there were instances in which functional under blanking was observed. Programming recommendations were delivered for this patient. There was also some crosstalk on the right ventricular lead channel, but the device was not sensing it at the moment. No programming changes were recommended for that. The crt-d remains in service. No adverse patient effects were reported.